Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0286526. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text: see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced difficult plunger movement. The following information was provided by the initial reporter: consumer reported needle points not sharp to insert into stomach anymore. Long time injector with bd insulin syringes. Denied reuse of needles. Rotates sites. Consumer reported plunger rod hard to move when drawing up insulin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced difficult plunger movement. The following information was provided by the initial reporter: consumer reported needle points not sharp to insert into stomach anymore. Long time injector with bd insulin syringes. Denied reuse of needles. Rotates sites. Consumer reported plunger rod hard to move when drawing up insulin.